Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces: connector portion measured 6.2 cm and distal portion measured 68.0 cm. Electrical testing did not find any indication of conductor fractures or did find internal shorts due to procedural damage at the distal portion of the lead. Visual inspection found an external insulation abrasion breaching the outer insulation at 24.1 cm to 24.2 cm from the distal end consistent with friction to another implanted device or feature of the patient anatomy. The outer insulation was noted damaged and separated at 11.0 cm to 16.8 cm and at 24.5 cm to 36.5 cm from the distal end. The inner and outer coils were noted stretched and one filar of the outer coil was noted broken and separated in this region. The inner insulation was also noted damaged/separated in this region.

Event description:
This report is to advise of an event observed during analysis.